Event description:
Caller reported a cartridge alarm 20 on both september 17 and september 22. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer technical support assisted the caller in loading a new cartridge using the correct technique, which successfully resolved the issue, allowing the caller to resume insulin therapy.